Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: both males and females. Date of event: best estimate between 2001 and 2014. Lot #: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: unknown as product lot number was not provided. If implanted; give date: best estimate between 2001 and 2014. If explanted; give date: unknown/not provided. Device manufacture date: unknown, as the lot number was not provided. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Long-term results of glaucoma drainage device surgery: konstantine purtskhvanidze, mark saeger, felix treumer, johann roider and bernhard nölle. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication reported that the study was done on 110 eyes; 9 eyes had the baerveldt. 11% of the 9 patients were described to have ''failure'' at 3 yrs & 5 yrs post op. The article does not define which eyes had complications (ahmed vs. Baerveldt), so the following complications may or may not be attributable to the baerveldt: corneal decompensation: 20 cases; retinal detachment: 7; encapsulated bleb: 27; glaucoma drainage device dislocation: 5; tube erosion: 7; tube dislocation: 2; tube-endothelial touch: 3; tube blockage: 2;chronic hypotony: 5; phthisis bulbi: 4; no light perception: 4; patients with complications: 62. Additional post glaucoma drainage device procedures: revision of existing device: 2; tube shortening/revision: 16; tube coverage: 5; drainage of choroidal effusion: 5; implantation of additional device: 12; explantation: 3; diode cyclophotocoagulation: 17; phaco/pciol: 9; pars plana vitrectomy: 10, scleral buckle: 1; needling of bleb/5-fu injections: 27; healon injections into the anterior chamber: 26; dsaek/pkp: 20; enucleation: 1. Long-term results of glaucoma drainage device surgery: konstantine purtskhvanidze, mark saeger, felix treumer, johann roider and bernhard nölle. A copy of the article is provided with this report. This MDR report pertains to the product problem in this issue. A separate report will be submitted for the reported adverse events.